Event description:
During an unknown procedure, the physician felt a mild electric current concomitant to image noise on the screen while using an olympus scope. The procedure was finished without interruption with no health hazards to the patient.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The evaluation has not started but is anticipated. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and a correction. New information added to b5. B2 correction, leave blank.

Event description:
Additional information received from the customer: the physician felt the electric shock in his hand for an unknown length of time. It is unknown what treatment, if any, was received. It is unknown if the physician had any additional issues related to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events were unable to be identified. The events most likely occurred due to leakage current that may have flowed to the metal part of the endoscope due to damage of the internal kiban of the video connector. Upon further inspection of the device, the following were noted: there are dents on the video connector, scratches on the operation part, light guide cover glass, cracks in the video connector case, chipping of the curved rubber adhesive part, looseness of the rigid tube, and insufficient angle angle were detected, but the cause of the malfunction phenomenon. As mentioned above, it may also be concluded that the internal rubber of the video connector may also be damaged. The cause of the damage to the internal kiban of the video connector was most likely caused by the following: 1) overcurrent flowing from the system side. 2) impact of contact with an external object. 3) temporary overcurrent that was caused by inserting or removing the video connector while the system was turned on. 4) temporary short circuit caused by connecting to the system with water remaining on the electrical contacts. 5) application of static electricity to the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.